Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lcd panel failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the right half of the monitor did not display was due to faulty lcd panel. The most probable cause of the complaint was known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the right half of the monitor of the subject device did not display. The issue occurred before sedation during the pre-use inspection. The procedure was completed with an olympus back-up device. There were no reports of patient harm.